Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation, the device was able to power on using ac and dc power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The unit charged to 100% and operated on battery power for approx. 5-10 minutes before entering low battery alarm state, rapidly followed by system shut down. The failure was isolated to the faulty battery cell. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported unit shuts off intermittently and not able to stay powered on without being plugged into the wall. No consequences or impact to patient was reported.